Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232749355); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open, detached from the delivery wire, and became stuck in the hub of the phenom, which was damaged. The patient was undergoing surgery for flow diverter treatment of a saccular, unruptured left cavernous internal carotid artery (ica) aneurysm with a max diameter of 8.2 mm and a 6.2 mm neck diameter. The landing zone was 3.9 mm distally and 4.3 mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the left ica with a diameter of 5.5 mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) as per protocol. The angiographic result post procedure? After putting ped shield 4.50x25, slow flow in the aneurysm it was reported that due to moderate tortuosity of ica, neuron max parked at petrous ica. Neuron tracked over phenom 27 until cavernous. At supraclinoid level again it was a tight bend. Phenom was parked at superior branch of m2, after that ped2 4.50-20 loaded in phenom as per instructions for use (IFU). It did not open very well at terminal ica, at the initial 5-6mm, it could not open as per the requirements. The operator tried resheathing twice at the bend, but it was no use. They even tried to take it at supraclinoid region, but it was no use. The hcp removed the ped2 4.50-20 from the system, while resheathing in the sleeve, ped2 4.50x20 detached from the delivery wire and was stuck up in phenom hub. The operator decided to take another phenom 27, placed again at m2, and deployed ped shield 4.50x25 very smoothly in desired location. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved indication. There was failure to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline resheathed and removed from the patient with the microcatheter. The ped was stuck in the hub. The proximal section of the catheter was damaged. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max sheath, and neuron guide catheter.